Event description:
Upon arrival to the ecp treatment area, the patient's vs's were taken and the labs were evaluated with him, and were stable. The cellex instrument was primed and then connected to the patient's line. After the instrument went thru the purge phase, alarm #18 system pressure occured at 212 whole blood. A popping noise followed, and there was a blood leak inside the centrifuge chamber. Blood pooled inside the chamber and also on the window of the door of the centrifuge chamber. The patient was disconnected from the instrument and therakos was notified. Bio-med was also notified and evaluated the instrument and the kit. Blood loss was 212 ml whole blood. The patient's hct prior to ecp was 41.6%. The patient's vs's were taken and remained stable. A new kit was loaded on to a different instrumemt for treatment and was treated without difficulty. The kit was returned to therakos for further evaluation and credit. The instrument was sequestered to bio-med also for evaluation.